Event description:
It was reported that before use cs300 intra-aortic balloon pump (iabp) display has a pixel issue, hard to read.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cs300 intra-aortic balloon pump (iabp) display has a pixel issue, hard to read. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b6, b7, h6 (health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) found display to be intermittently pixelated, tightened coiled cable connector, completed checkout including all functional and safety tests as per manufacturer specifications. Released unit to customer.